Event description:
A report was received that the patient's ipg was protruding. The physician confirmed minor skin breakage. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient was unable to communicate with the ipg due to placement in the pocket. Database analysis showed signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was protruding. The physician confirmed minor skin breakage. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was protruding. The physician confirmed minor skin breakage. The patient will undergo a revision procedure.